Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, increasing from 0.7 v to 2.7 v. All other measurements where within normal range. The physician will monitor the patient closely. Lead remains implanted. No adverse patient effects were reported. Additional information was received that this rv lead exhibited high pacing impedance from 992 ohms to 1520 ohms, and rising thresholds from 0.7 v to 4.0 v. Chest x-ray images were reviewed, and confirmed that rv lead is entangled distally to the device and the helix is retracted. The physician believes this is possibly due to twiddler's syndrome. A rv lead revision will be scheduled in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, increasing from 0.7 v to 2.7 v. All other measurements where within normal range. The physician will monitor the patient closely. Lead remains implanted. No adverse patient effects were reported. The rv lead exhibited high pacing impedance from 992 ohms to 1520 ohms, and rising thresholds from 0.7 v to 4.0 v. Chest x-ray images were reviewed, and confirmed that rv lead is entangled distally to the device and the helix is retracted. The physician believes this is possibly due to twiddler's syndrome. A rv lead revision will be scheduled in the near future. The device remains implanted. No adverse patient effects were reported. New information was received that this rv lead was surgically repositioned. The lead entanglement was successfully rectified and the physician was able to extend the helix into the endocardium. Electrical measurements were found to be satisfactory and the procedure was completed. Besides surgical intervention, no adverse patient effects were reported.